Manufacturer narrative:
Lot # , UDI #, expiration date provided. Initial reporter corrected. Non healthcare professional. Follow up #1. Correction/additional information checked. Manufacture date provided.

Manufacturer narrative:
The patient reported that in 2013, while using vgo devices, she developed a staph infection. She stated that her hcp had instructed her to discontinue vgo use. It is unclear where the staph infection occurred or if it was related to vgo use. Device was not returned. Root cause is undetermined.

Event description:
The patient reported that in 2013, while using vgo devices, she developed a staph infection. She stated that her hcp had instructed her to discontinue vgo use. It is unclear where the staph infection occurred or if it was related to vgo use. The device was not returned.